Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon found that the 5mm trocars that he was using in the procedure were all leaking gas from the seals. The leaking occurred once an instrument was introduced to the port. Several ports were used and all were reported to have leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.